Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized due to high blood glucose and diabetes ketoacidosis on unknown date. Customer's blood glucose level was 559 mg/dl. Customer stated that the auto mode feature was not active at time of high blood glucose event. Customer stated that sensor was not connecting to the insulin pump. Customer declined the troubleshooting. The device will not be returned for analysis.